Event description:
During placement, the user was tugging on the catheter to put it through the tunneler and the cuff detached from the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.